Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the r3 shell, r3 liner, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The reported pain caused by degenerative changes, leg length discrepancy, heterotopic ossification and elevated metal ions are consistent with changes related to metallosis. The root cause for the heterotopic ossification cannot be concluded. Some patients can be genetically predisposed to heterotopic ossification, it is a known complication of joint surgeries and is related to the procedure and not the device. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Left hip revision surgery was performed due to groin pain.